Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400669914. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the event description: oxaliplatin 150mg in 613ml of d5w was to be infused over 2 hours. However, only half of the oxaliplatin infused.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a more further and detailed evaluation. Test result(s): defect was not confirmed.